Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had underwent direct lateral interbody fusion at l4-l5 due to leg pain. On (B)(6) 2019, the patient underwent decompression surgery. With an onset date of (B)(6) 2019, some months post the decompression surgery, patient experienced radicular l5 right distal pain. As a result of this event, the patient took corticosteroids medication. The patient also underwent epidurolysis. According to the healthcare professional, the reported event is not related to the implanted product. The adverse event has been determined as serious, which led to a serious deterioration in the health of a subject that resulted in medical or surgical intervention to prevent permanent impairment of body structure or function.